Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer (fse) who was dispatched to site couldn't duplicate the technical error codes. The fse downloaded the ventilator's logs and replaced the control printed circuit board as a precaution. Evaluation of the logs and investigation of the printed circuit board is anticipated. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).